Manufacturer narrative:
(B)(4). Device evaluation: the power supply was returned for evaluation. Visual inspection of the power supply was performed and found no obvious damage or defects. The power supply was installed into a known good intra-aortic balloon pump (autocat2w) and functional testing was performed. The pump was startup as normal. A power supply voltage check was performed per autocat2 series service manual and all voltages were within specification. The pump was run on battery (battery load test) until the iabp shut down (>90minutes within spec). A battery load test was performed after letting the pump charge for over 8 hours and the unit ran for over 90 minutes. The power supply passed all functional testing. Visual inspection of the power supply internal hardware was performed and no abnormality was found. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "freeze display screen along with constant alarm" is not confirmed. The reported problem could not be duplicated at teleflex (B)(4) facility during the functional test. The power supply passed functional testing. The cause of the reported complaint is undetermined.

Event description:
It was reported that while in the cvicu (cardiovascular intensive care unit) the iab (intra-aortic balloon) was prepped and inserted via the patient's right femoral artery using a sheath. After 15 minutes of iabp (intra-aortic balloon pump) therapy the md reported there was an incident of "frozen iabp. The pump alarmed "power supply alarm." As a result, the pump was turned off and restarted. The patient received iabp therapy successfully. There was a two minute interruption in therapy. There was no reported patient death, injury, or complications. Pump strips were generated and are not available for review. X-rays were performed and are not available for review. The patient outcome is listed as good. Additional information received on (B)(6) 2015 stated that the md from the hospital had to do a cardio "vertion" on the patient. Fifteen minutes later, an incident of frozen iabp (4:40pm); the md turned off the pump then restarted. On (B)(6) 2015 the field service representative did change the pcs (pneumatic control switch) assembly on the iap-0500 autocat2 wave. It was reported per field service report: pump was on patient. Symptom - pump screen froze. Steady alarm tone. Power was cycled and pump then operated normally; couldn't duplicate. Findings / action taken: replaced power supply and tested. Also patient cable reported defective from another pump (unknown serial number). Only trunk portion returned. Label was replaced. Software level: 2.24

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the cvicu (cardiovascular intensive care unit) the iab (intra-aortic balloon) was prepped and inserted via the patient's right femoral artery using a sheath. After 15 minutes of iabp (intra-aortic balloon pump) therapy the md reported there was an incident of "frozen iabp. The pump alarmed "power supply alarm." As a result, the pump was turned off and restarted. The patient received iabp therapy successfully. There was a two minute interruption in therapy. There was no reported patient death, injury, or complications. Pump strips were generated and are not available for review. X-rays were performed and are not available for review. The patient outcome is listed as good. Additional information received on (B)(6) 2015 stated that the md from the hospital had to do a cardio "vertion" on the patient. Fifteen minutes later, an incident of frozen iabp (4:40pm); the md turned off the pump then restarted.on 06oct2015 the field service representative did change the pcs (pneumatic control switch) assembly on the iap-0500 autocat2 wave.it was reported per field service report: pump was on patient. Symptom - pump screen froze. Steady alarm tone. Power was cycled and pump then operated normally; couldn't duplicate.findings / action taken: replaced power supply and tested. Also patient cable reported defective from another pump (unknown serial number). Only trunk portion returned. Label was replaced.software level: 2.24